Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided. D10: cat# 010000878 lot # 6463180 g7 10 deg e1 liner 28mm e. Cat# unknown lot# unknown / unknown cup. H6: component code: mechanical (g04) - head. Product was not returned; however, pictures were provided and reviewed. Visual examination of the provided pictures identified the explanted liner. This showed evidence of the screw hole in the liner, meaning the cup was still assembled and did not disassociate from the shell. There was visible wear to the edge of the liner. No pictures of the cup or head were provided. As devices were not returned, no further analysis can be completed. Part and lot identification are necessary for review of device history records and compatibility checks, neither were provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: small femoral head which could predispose to dislocation. A definitive root cause cannot be determined. This complaint can be confirmed via the provided x-rays. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision procedure 3 years post implantation due to a disassociation. There is no further information available at the time of this report.